Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was just implanted for three years but was already at three months from explant. Further, a pacing lead that had a poor performance have drained the battery of this device. This device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was just implanted for three years but was already at three months from explant. Further, a pacing lead that had a poor performance have drained the battery of this device. This device remains in service. No adverse patient effects reported. Additional information received indicated that this device was at one year remaining since last year in november that it appeared to be consistent battery depletion with recent measurements. The shorter longevity maybe due to chronic right ventricular (rv) lead output. A monthly follow up will be done remotely. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was just implanted for three years but was already at three months from explant. Further, a pacing lead that had a poor performance have drained the battery of this device. This device remains in service. No adverse patient effects reported. Additional information received indicated that this device was at one year remaining since last year in november that it appeared to be consistent battery depletion with recent measurements. The shorter longevity maybe due to chronic right ventricular (rv) lead output. A monthly follow up will be done remotely. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was just implanted for three years but was already at three months from explant. Further, a pacing lead that had a poor performance have drained the battery of this device. This device remains in service. No adverse patient effects reported. Additional information received indicated that this device was at one year remaining since last year in november that it appeared to be consistent battery depletion with recent measurements. The shorter longevity maybe due to chronic right ventricular (rv) lead output. A monthly follow up will be done remotely. No adverse patient effects were reported. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.